Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen scratched up and made it difficult to see at night and had to press buttons more than once to get insulin pump respond. The customer stated that the insulin pump had error code and heard grinding when rewinding insulin pump to prime. No harm requiring medical intervention was reported. The device will not be returned for analysis.